Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-2218-50 serial: (B)(4) description: linear st lead, 50cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain and soreness in the lead area. The area was also described as raised and reddish. The physician determined that the leads were eroding due to the patient losing a significant amount of weight and repositioned the leads.